Event description:
It was reported that the physician is still complaining of a loud squeaking noise occurring when the specimen is cut. Tried to duplicate outside of the breast tissue & was unable to duplicate. The customer has requested to have a re-evaluation on the "noise issue." There have been no pt consequences reported.

Manufacturer narrative:
The unit was returned to the analysis site due to a loud squeaking noise occurring when the specimen is cut. The analysis site confirmed the customer complaint and replaced the blue cable because it was causing a squeaking sound per the customer complaint, the bottom transmission clamp and the e-clip were replaced due to being damaged during disassembly. Per the mammotome service manual, service test were performed with no functional faults found and the unit passed all tests. The device history record has been reviewed and has passed qa inspection.